Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The cannula was slightly ovular and there was difficulty inserting and removing the obturator from the cannula. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity that has been addressed by engineering a change development process. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection surgical instrument could not be smoothly inserted/removed through the device. Another device was used to complete the case. There was no injury or consequence to the patient.